Event description:
It was reported that the patient had fallen down a flight of 7 stairs three weeks ago. The pump started critically alarming at that time. The patient's symptoms returned after the fall and are worse than before. The patient is unable to walk without a cane, has not been feeling well, and was having trouble breathing. The patient indicated that previously she was able to feel the catheter and now she can't. The patient has gone to the emergency room three times since the fall. It was noted that the pump was last filled in (B)(6) 2012 and was due to be refilled in (B)(6) of this year. The device system was used to deliver dilaudid. It was later reported that the patient fell two weeks ago and has been feeling 'funny' ever since. The patient stated 'it's like I'm really drugged.' The patient also reported feeling wobbly with difficulty walking, dizziness, lightheadedness and nausea. The patient stated that the alarm she is hearing is a 'single tone' alarm.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot# d01048, implanted: (B)(6) 2011, product type accessory. (B)(4).